Manufacturer narrative:
The device history report review (DHR) could not be conducted since the lot number was not provided. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. The manufacturer will continue monitoring and trending of similar complaints.

Event description:
Alleged issue: (B)(6) et al, dept of urology, (B)(6)wrote the following case article found in the internet journal of laparoendoscopic and advanced surgical techniques, 2009; a (B)(6) who had undergone a laparoscopic radical prostatectomy and returned 8 months later for follow-up investigations due to intractable urinary symptoms. A flexible cystoscopy revealed a tight bladder neck. A hem-o-lok was found in the bladder, having migrated from the urethrovesical anastomosis, and was successfully removed (see tc# (B)(4)). On repeat cystoscopy 3 months later, a further hem-o-lok device was found eroded through the vesicourethral anastomosis and was successfully removed with the aid of a holmium laser.